Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a message, which stated: warning, a pulse generator fault has occurred. The patient was evaluated, as the device delivered two shocks. The device was explanted and a new device was implanted. The device was returned for analysis.